Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. H3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis was performed on returned device.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they were not redirected to their physician. Pt noted the person they talked to on the phone was not able to give them any help. They still do not know how long it will take to charge and every day is different. Pt noted the last few days have been close to what the charging time should be.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt said they got the replacement recharger, but their charge times had been erratic since they got the replacement recharger. Pt said sometimes the ins would charge from 30-100% in 65 minutes and sometimes it would take over 2 hours. Pt reported several different charge intervals and times. Pt said once, their controller even depleted and pt had to charge controller before charging ins again. Pss reviewed general charging expectations with the pt and suggested the pt let screen of controller turn off and then monitor the green light and call back if issue persisted. Additional information was received from a patient (pt). It was reported that they received the new recharger (rtm) but a week ago the implantable neurostimulator (ins) took 4 and half hours to charge up at excellent quality. Patient stated they are sitting still and not moving and screen goes from excellent to good. Controller showed 100%, ins 50%. Agent asked patient to start a charging session and controller showed recharging excellent and ins went to 60% charged. Agent confirmed patient did not have fall or trauma. Agent confirmed no damage on rtm or controller. Agent reviewed the external devices are functioning as intended. Agent recommend patient monitor recharging time and consult with their healthcare provider (hcp) for next steps. Patient stated they can call the local rep for assistance. Agent reviewed reps role.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the implant would be at 60% and went off just before it would hit 70% while charging the implant and the issue began almost a month ago. Patient's recharger where the wire met the paddle would get really hot. Patient would have to keep working and working to start charging the implant again. No damages on the recharger cord. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: 97755s recharger rtm - s/n# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.